Manufacturer narrative:
With the available information, boston scientific concludes that the reported allegations in this complaint have not been confirmed, due to the unit was not returned to bsc for evaluation, there is no work order, and no additional information available. Based on review of the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that at the beginning of the procedure, after the device was connected, the holmium laser system control panel was found to have a white screen. The console was restarted after it was shut down and could not operate normally. The customers attempted to troubleshoot the issue by contacting the medical equipment department, however, due to the long maintenance time of the device, this event resulted in the termination of the procedure and the procedure was postponed. The patient had previously been diagnosed with left renal ureteral calculi with hydrops and infection, left renal colic, type two diabetes, hypertension, and was experiencing hematuria for three days. The diagnosis and hematuria were not related to this procedure and the symptoms occurred prior to this procedure. There were no patient complications related to this procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.